Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-may-2017, an fse visited the customer facilities and removed serum from sample nozzle which was causing a clot. The fse cleaned and lubricated the x3 belts, the track rollers, sorter z tip mechanism and cleaned the rack slide plates. Then he ran the get tip macro with no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a nozzle clogged.

Event description:
On (B)(6) 2017, a customer reported obtaining errors 2070: clogging detected during specimen suction by main arm failures and sc flags (nozzle clogged) errors with their aia-2000 analyzer. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.